Event description:
It was reported that post implant, a metal material was observed in the carotid artery. Two carotid wallstents were chosen for a procedure and were successfully implanted. The stent and the stent delivery systems appeared undamaged. Post implant, the physician reviewed the computed tomography (CT) imaging and saw an unknown material, presumed to be a kind of metal. The material was in the carotid artery and was not there in the pre-procedure CT. No troubleshooting took place. The patient was fine.